Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, episodes of non-sustained rv oversensing were noted due to intermittent loss of capture. Patient was asymptomatic. Programming changes were made.

Event description:
New information received on 8/30/2017 states that there were more episodes of non sustained right ventricular oversensing, which were recorded beginning (B)(6) 2017. No further information was available.